Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and seven months post filter deployment, patient returned to clinic in one year for repeat cat scan. The inferior vena cava filter has been in for over a year and the likelihood of it being removed, given the two prongs outside the vena cava is quite small. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the right internal jugular vein after being diagnosed with an unknown medical condition. At some time, post filter deployment, it was alleged that the filter struts had perforated the inferior vena cava. It was further reported that the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.